Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were also trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Investigation has not confirmed that a device malfunction has occurred.

Event description:
On (B)(6), 2024, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter was reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient reported that the alleged issue began at midday on (B)(6), 2023. The patient manages their diabetes with insulin (fixed dose, novolog, 20 units and lantus, 20 units twice a day) and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that at around 8 a.m., on (B)(6), 2024, they developed symptoms of feeling ¿sweaty¿ and that they ¿almost passed out¿ and ¿could not walk¿. The patient advised that they tested their blood glucose using the subject device and claimed obtaining a reading of ¿89 mg/dl¿ which they felt was inaccurately high compared to how they were feeling. The patient reported to the cca that she guessed, based on how she was feeling, that her blood glucose was about ¿55 mg/dl¿. The patient reportedly checked her blood glucose on her freestyle sensor; however, she did not recall the result obtained. The patient advised that she then self-treated her symptoms by having a drink of juice. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms indicative of a serious injury adverse event for an acute low blood glucose excursion after the alleged inaccuracy issue first began and the alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.